Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 receiver does not turn on. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no damage related to the customer complaint was found. However, a "call tech support" error message was observed on the receiver screen. This complaint was deemed reportable upon completion of device evaluation on (B)(6) 2014. The root cause was determined to be a defective component in the receiver's printed circuit board. A CAPA has been initiated for this issue.